Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-06981 pertains to the other device. It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient has not reported any complaints or complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.